Event description:
The facility reports the pt was in the sling and being lifted out of the chair. Both the pt and the care-giver heard a loud cracking sound, and this pt was lowered back into the chair. The sling did not detach from the hoist and no injuries occurred.